Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx partially covered stent was used to be used to treat a 4cm malignant stricture in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, during stent catheter removal, the delivery system got caught on the stent which also pulled the stent from the target stricture. The stent was removed with forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.